Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after spinal stenosis of lumbar region with lumbar laminectomy, the patient's incision was draining. The temperature was 103 and 10/10 pain, upon exam by surgeon wound showed minimal erythema, slight purulence expressible appears superficial then the patient started with antibiotic this time and will see back in office in 1 week. After a week, showing less drainage and erythema but was still draining some, continue antibiotics and report back in 1 week. Small area of dehiscence at the inferior pole of the incision was noted. I and d (incision and drainage) of lumbar wound, wound revision, lumbar wound, lumbar wound cultures x 2 were completed and patient was discharged home on the same day.